Manufacturer narrative:
. Device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was a bad lens which was cracked at the haptic junction. The large crack was noticed upon implantation. The iol was cut with lens cutters and removed and replaced. The replacement lens was the same model and diopter and was successfully implanted in the capsular bag. Reportedly, the replacement lens was intact without any visible defect. No further information was provided.